Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. A 3.00mm x 24mm promus element plus was selected. Upon opening the packaging, it was note that the stent flared. The physician did not use this device. The procedure was completed with another of the same device. No patient complications were reported and the patient was safe.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
A visual examination of the entire length of the device found no kinks or damage. An examination of the crimped stent identified no issues. Although the balloon did not appear to have been subjected to any positive pressures, it was noted that there was some inflation media present inside the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. A 3.00mm x 24mm promus element plus was selected. Upon opening the packaging, it was note that the stent flared.the physician did not use this device. The procedure was completed with another of the same device. No patient complications were reported and the patient was safe.